Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a device evaluation. Upon interrogation, it was noted that there were episodes of noise reversion that did not appear to be attributed to emi and it was also noted that the pacing lead impedance was low. The patient was stable throughout the device interrogation. The lead was later capped. Patient was fine.